Event description:
Our affiliate is reporting that during a meniscal repair, the suture of the fixation device broke and caused the fixation device itself to fall into the patient's joint space and remains therein. For whatever reason, the fragment was not able to be retrieved from the body. However, the repair was successfully completed without further incident or harm to the pt

Manufacturer narrative:
Mitek is awaiting receipt of the complaint device towards conducting a root cause failure analysis. The results of the eval will be the subject of the follow-up report.